Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 4 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that insulin would not release from the bd ultra fine¿ pen needle when pressing down on the pen. This occurred 10 times during use in lot 9255693, and an unspecified number of times in an unspecified lot. The following information was provided by the initial reporter: "consumer reported when pressing down on his insulin pen to release the insulin, nothing comes out of the pen needles. Stated about 10 pen needles from his last 3-4 boxes have had this issue. Consumer does not prime, advised to prime before every injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9255693, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-25, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4).

Event description:
It was reported that insulin would not release from the bd ultra fine¿ pen needle when pressing down on the pen. This occurred 10 times during use in lot 9255693, and an unspecified number of times in an unspecified lot. The following information was provided by the initial reporter: "consumer reported when pressing down on his insulin pen to release the insulin, nothing comes out of the pen needles. Stated about 10 pen needles from his last 3-4 boxes have had this issue. Consumer does not prime, advised to prime before every injection."